Event description:
Consumer stated: I have the same complaint as the others- my (B)(6) year old could chew it too easily and she choked on a chunk. No contact information provided to reach out to the consumer and no lot number provided.